Manufacturer narrative:
Authors: mohammadhasan namazi1, morteza safi2, hosein vakili2, habibollah saadat1, saeed alipour2, parsa mahjoob2, maryam taherkhani1, 2, shamseddin pedari2, mehrdad taherion2, hasan rajabi moghaddam3, abdolkarim alhazifi2, masoume vatanparast4, and saeed khaligh4 journal:acta medica iranica, vol. 53, no. 3 (2015) year: 2015 article title: evaluation of effective factors in success rate of intervention on cto. Event date reflects the date the article was available online product event summary # (B)(4), lot number not provided. DHR review decision will be reassessed if lot number becomes available. Gm 12.jan.18. If information is provided in the future, a supplemental report will be issued.

Event description:
The study was conducted on 72 patients in two centers. Cto angioplasty was done by antegrade approach fro the femoral and/or radial approach. During the procedure, the lad, lcx, om, rca and pda were treated with the implantation of the resolute integrity. Six patients had complications including dissection which one of them died due to tamponade.

Manufacturer narrative:
Comment with respect to product event summary was included in error of the original MDR - this information is irrelevant to the report. If information is provided in the future, a supplemental report will be issued.